Event description:
(B)(4). It was reported that during stenting treatment procedure, a balloon rupture and a vessel dissection occurred. The patient presented due to exertional chest pain consistent with angina and a known history of atherosclerotic heart disease. Access was gained via the right femoral artery. The 90% stenosed type c lesion with possible thrombus was located in the moderately tortuous and mildly calcified proximal right coronary artery. Using a 300cm choice pt guide wire, a 3.0x20mm apex balloon catheter was advanced to the target lesion for predilation. The first inflation was 15atm for 11 seconds. During the second inflation the balloon burst at 6 atm after 12 seconds and a vessel dissection occurred. The balloon was removed and replaced with a 3.0x28mm taxus liberte drug eluting stent which was deployed at 16atm. A second 3.0x28mm taxus liberte drug eluting stent was deployed at 16atm proximally overlapping the first stent resulting in residual stenosis of 20% and "a good result was obtained." Timi-3 flow was achieved after stenting. The small area of focal dissection improved significantly. There were no further patient complications reported and the patient was reported to be stable.

Manufacturer narrative:
Patient identifier: (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).